Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized as a result of exhibiting seizure like activity and having a potassium of seven. The following day, device interrogation was performed and found one episode of oversensing resulting in delivery of an inappropriate shock. Subsequently, the patient was intubated and the s-ICD was deactivated due to a do not resuscitate order. No additional adverse patient effects were reported.